Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Patient reported being sensitive to all adhesives and circular rash/burn with white papules/blisters was noticed on his skin.